Manufacturer narrative:
(B)(4). Date sent: 12/06/2021. D4: batch # u5dj11. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and an anvil with an uncut washer. When the battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. The device was fired into a test skin with no issues. It formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. The device, however, would not reset. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from resetting. These cracks however did not propagate completely, allowing intermittent contact which allowed firing on the first attempt. Nothing unusual was found with the red safety lever. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure a cdh29p was set up as requested the battery was inserted and led screen lit up the cdh29p anvil was passed and purse string was introduced the cdh29p gun was then inserted. Then the cdh29p trocar was slowly opened and penetrate through the tissue beyond the orange band, the anvil was attached onto the trocar covering the orange band completely, and a 'click' was heard. Then the gun was slowly closed until the orange indicator falls within the green tissue compression scale till finger tight. Once ready, the cdh29p was fired. Then the red safety was removed, and the firing trigger pressed. Nothing happened, then was pressed a second time, nothing happened. The red safety was put back on, and then opened the trocar again to check if the anvil was securely attached to the trocar, looking for the orange band, that appeared to be on the outside. The stapler was then closed again to finger tight to attempt to fire for the 3rd time. The proximal colon is rotated to make sure it is not twisted while closing down. The stapler is asked to fire but nothing happen. Then the battery was removed and inserted again in an attempt to check if it is the battery connection issue, the led screen lit back up upon re-introduction of the battery. Tried firing again and nothing happen. Then requested for a new cdh29p stapler. Tried to put the red safety back on but this time the red safety could not be locked back. The anvil was then detached from the stapler gun intracorporeally with grasper and forceps, then removed the stapler gun and new stapler gun introduced. New stapler gun completed the firing with the old anvil as purse string has already been tied on. Upon checking both stapler guns and anvils, both were from the same batch. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.